Event description:
The clinician reports the implant was inserted (B)(6) 2023 in ada 14. Details of surgery: implant surface not completely covered with bone, sinus perforation and sinus augmentation. On 2024-04-02, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, swelling, bleeding, fistula and inflammation. No further patient complications were reported.